Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the cutter locked out and would not fire. Another instrument was pulled and the case was completed laparoscopically. There was no consequence to the pt.